Manufacturer narrative:
No parts were replaced. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative reported that, while in a spine procedure, the site's navigation system and imaging system were not communicating properly. In trouble-shooting, after checking network information on the imaging system and the navigation system, it was determined that the sub-net address on the navigation system was not correct. Updated the sub-net mask address on the navigation system and successfully verified from the imaging system. Re-entered patient information and selected the correct navigation system in the ior drop-down on the imaging system. Successful communication between the navigation system and the imaging system was established. During the trouble-shooting the surgeon opted to discontinue the use of the navigation system, and the imaging system, and halted the procedure to be re-scheduled. The surgeon stated that the patient was under anesthesia too long and did not feel comfortable proceeding. Delay in therapy was less than one hour. Issue resolution confirmed at time of report.